Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 26-year-old female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis, abdominal pain, endometriosis, hematochezia and adenomyosis. Concurrent conditions included hypertension, depression, back pain, dysmenorrhoea and d & c. Concomitant products included buspirone hydrochloride (buspar), ibuprofen (motrin), lisinopril, paracetamol (acetaminophen), pregabalin (lyrica), sertraline hydrochloride (zoloft) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish") and depression ("psychological or psychiatric problems ¿ depression"). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2012: endometrial curettings: secretory phase endometrium. Focal fragment suggestive of endometrial polyp. Fragment of cervical tissue with acute and chronic inflammation; on (B)(6) 2014: cervix with nabothian cysts and chronic cervicitis. Proliferative phase endometrium. Myometrium, no pathological diagnosis. Right fallopian -tube with paratubal cyst. Left fallopian tube, no pathological diagnosis.. Ultrasound pelvis - on (B)(6) 2012: unremarkable examination; on (B)(6) 2012: 9.3 cm uterus with no fibroids and normal ovaries; on (B)(6) 2014: no uterine, ovarian or adnexal mass. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis, abdominal pain, endometriosis, hematochezia and adenomyosis. Concurrent conditions included hypertension, depression, back pain, dysmenorrhoea and d & c. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as buspirone hydrochloride (buspar), ibuprofen (motrin), lisinopril, pregabalin (lyrica), sertraline hydrochloride (zoloft) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish"), depression ("psychological or psychiatric problems ¿ depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids and surgery (ablation , dilatation and currettage and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2012: endometrial curettings: secretory phase endometrium. Focal fragment suggestive of endometrial polyp. Fragment of cervical tissue with acute and chronic inflammation; on (B)(6) 2014: cervix with nabothian cysts and chronic cervicitis. Proliferative phase endometrium. Myometrium, no pathological diagnosis. Right fallopian -tube with paratubal cyst. Left fallopian tube, no pathological diagnosis.. Ultrasound pelvis - on (B)(6) 2012: unremarkable examination; on (B)(6) 2012: 9.3 cm uterus with no fibroids and normal ovaries; on (B)(6) 2014: no uterine, ovarian or adnexal mass. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of the event physical pain/ pain/ pain pelvic area, abnormal bleeding (vaginal, menorrhagia) was updated as recovered/ resolved a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 26-year-old female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis, abdominal pain, endometriosis, hematochezia and adenomyosis. Concurrent conditions included hypertension, depression, back pain, dysmenorrhoea and d & c. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as buspirone hydrochloride (buspar), ibuprofen (motrin), lisinopril, pregabalin (lyrica), sertraline hydrochloride (zoloft) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish"), depression ("psychological or psychiatric problems ¿ depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids and surgery (ablation , dilatation and currettage and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2012: endometrial curettings: secretory phase endometrium. Focal fragment suggestive of endometrial polyp. Fragment of cervical tissue with acute and chronic inflammation; on (B)(6) 2014: cervix with nabothian cysts and chronic cervicitis. Proliferative phase endometrium. Myometrium, no pathological diagnosis. Right fallopian -tube with paratubal cyst. Left fallopian tube, no pathological diagnosis.. Ultrasound pelvis - on (B)(6) 2012: unremarkable examination; on (B)(6) 2012: 9.3 cm uterus with no fibroids and normal ovaries; on (B)(6) 2014: no uterine, ovarian or adnexal mass. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs was received. Event dysmenorrhea was added. Ablation added to the vaginal hemorrhage. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 26-year-old female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis, abdominal pain, endometriosis, hematochezia and adenomyosis. Concurrent conditions included hypertension, depression, back pain, dysmenorrhoea and d & c. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as buspirone hydrochloride (buspar), hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2009, ibuprofen (motrin), lisinopril, meloxicam since (B)(6) 2009, pregabalin (lyrica), sertraline hydrochloride (zoloft) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish"), depression ("psychological or psychiatric problems ¿ depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids and surgery (ablation , dilatation and currettage and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, depression and dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2012: endometrial curettings: secretory phase endometrium. Focal fragment suggestive of endometrial polyp. Fragment of cervical tissue with acute and chronic inflammation; on (B)(6) 2014: cervix with nabothian cysts and chronic cervicitis. Proliferative phase endometrium. Myometrium, no pathological diagnosis. Right fallopian -tube with paratubal cyst. Left fallopian tube, no pathological diagnosis.. Ultrasound pelvis - on (B)(6) 2012: unremarkable examination; on (B)(6) 2012: 9.3 cm uterus with no fibroids and normal ovaries; on (B)(6) 2014: no uterine, ovarian or adnexal mass. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia. Lot number: 626814, manufacturing date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain, pain/pelvic area'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'). In a 26-year-old female patient who had essure (batch no. 626814), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: scoliosis, abdominal pain, endometriosis, hematochezia and adenomyosis. Concurrent conditions included: hypertension, depression, back pain, dysmenorrhoea and d & c. Concomitant products included: paracetamol (acetaminophen) for pelvic pain female as well as buspirone hydrochloride (buspar), hydrocodone bitartrate; paracetamol (vicodin) since (B)(6) 2009, ibuprofen (motrin), lisinopril, meloxicam since (B)(6) 2009, pregabalin (lyrica), sertraline hydrochloride (zoloft) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), (B)(6) days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems: anxiety,mental anguish"), depression ("psychological or psychiatric problems: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids and surgery (ablation, dilatation and currettage and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. And the anxiety, depression and dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded. On (B)(6) 2008, total bilateral occlusion. Pathology test: on 13-aug-2012, endometrial curettings secretory phase endometrium. Focal fragment suggestive of endometrial polyp. Fragment of cervical tissue with acute and chronic inflammation. On (B)(6) 2014, cervix with nabothian cysts and chronic cervicitis. Proliferative phase endometrium. Myometrium, no pathological diagnosis. Right fallopian: tube with paratubal cyst. Left fallopian tube: no pathological diagnosis. Ultrasound pelvis: on (B)(6) 2012, unremarkable examination. On (B)(6) 2012, 9.3 cm uterus with no fibroids and normal ovaries. On (B)(6) 2014, no uterine ovarian or adnexal mass. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: outcome was added. For event: anxiety, dysmenorrhoea and depression, concomitant drug was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis, abdominal pain, endometriosis, hematochezia and adenomyosis. Concurrent conditions included hypertension, depression, back pain, dysmenorrhoea and d & c. Concomitant products included buspirone hydrochloride (buspar), ibuprofen (motrin), lisinopril, paracetamol (acetaminophen), pregabalin (lyrica), sertraline hydrochloride (zoloft) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems ¿ anxiety,mental anguish") and depression ("psychological or psychiatric problems ¿ depression"). The patient was treated with surgery (ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2012: endometrial curettings: secretory phase endometrium. Focal fragment suggestive of endometrial polyp. Fragment of cervical tissue with acute and chronic inflammation; on (B)(6) 2014: cervix with nabothian cysts and chronic cervicitis. Proliferative phase endometrium. Myometrium, no pathological diagnosis. Right fallopian -tube with paratubal cyst. Left fallopian tube, no pathological diagnosis. Ultrasound pelvis - on (B)(6) 2012: unremarkable examination; on (B)(6) 2012: 9.3 cm uterus with no fibroids and normal ovaries; on (B)(6) 2014: no uterine, ovarian or adnexal mass. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 9-aug-2019: plaintiff fact sheet and medical records received: lot number added. Incident category updated. Events added- vaginal haemorrhage, menorrhagia, anxiety, depression. Outcome of event pelvic pain updated to ¿recovering / resolving¿. Concomitant products added. Medical history and concurrent conditions added. Lab details added. Insertion and removal dates updated. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.